Event description:
It was reported that the lead exhibited rising impedances for the past three months. The thresholds increased shortly after the lead was implanted. The lead will be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was abandoned.